Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd vacutainer® k2 edta (k2e) blood collection tubes there was no lot number or expiration date on a tube that was still wrapped in plastic as new.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for printing defect with the incident lot was not observed. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for printing defect with the incident lot was not observed. The photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use of the bd vacutainer® k2 edta (k2e) blood collection tubes there was no lot number or expiration date on a tube that was still wrapped in plastic as new.

Event description:
It was reported that before use of the bd vacutainer® k2 edta (k2e) blood collection tubes there was no lot number or expiration date on a tube that was still wrapped in plastic as new.

Manufacturer narrative:
Additional information: medical device lot #: 8156770. Medical device expiration date: 10/31/2019. Device manufacture date: 6/5/2018. Investigation summary: a review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.